Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code 12. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it, with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if any further issues arise.